Manufacturer narrative:
(B)(4). Medical devices: guide wire: terumo soft wire 260cm, sheath: 6fr, 9fr, 12fr, 18fr (terumo 6f introducer sheath; gore dryseal sheath) heparin. The device was not returned for analysis. The investigation determined the reported needle to cuff miss/suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that bilateral suture placement with proglide devices in the calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) were attempted, using the pre-close technique, via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, when the needle plunger of the first proglide device used in the rcfa was removed there was no suture present (cuff miss). Two additional proglide devices were used for successful suture placement using the pre-close technique in the rcfa. Reportedly, when the needle plunger of the first proglide device used in the lcfa was removed there was no suture present (cuff miss). Two additional proglide devices were also used for successful suture placement in the lcfa using the pre-close technique. The sheath was upsized to a 9f, 12f then an 18f in both the rcfa and lcfa. The aaa was completed and hemostasis was achieved in the lcfa and rcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.